Event description:
Patient ID: (B)(6). It was reported that this was a procedure performed to treat a target lesion in the severely occluded proximal right superficial femoral artery. Pre-dilatation was performed using three unspecified dilatation catheters. Two supera stents, a 7.5x400mm and a 7.0x100mm, were implanted. After stent implant, a small dissection was noted, thought to have occurred during pre-dilatation; however, it was not clear which device caused the dissection, as the distal parts of the vessel could not be visualized well before the stent insertion. Therefore, the dissection was not seen before the supera stents were implanted. The dissection was treated with implant of a 7.0x60 mm absolute pro stent. The patient had good results. The condition resolved. There was no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the supera peripheral stent system instructions for use as a potential adverse effect. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.